Event description:
Same case as MFR report # 3005188751-2011-00215. It was reported a pericardial effusion occurred during transseptal puncture. Using a brk xs needle and an agilis nxt introducer, the physician advanced the needle in an attempt to perform transseptal puncture without success. Five minutes later, transesophageal echocardiography revealed a pericardial effusion. All devices were removed from the pt and approx 30 minutes following the event, the effusion was noted to have resolved on its own. There were no further consequences to the pt.

Manufacturer narrative:
(B)(4). One brk transseptal needle was received for eval. Microscopic examination of the returned needle revealed no anomalies throughout the entire shaft length. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the IFU.